Event description:
After receipt, the customer found that the device was labelled "sterile r", with a due date, and disposable symbol on the label despite non sterile device.

Manufacturer narrative:
Corrected data to "initial" from "5 day."

Event description:
After receipt, the customer found that the device was labelled "sterile r", with a due date, and disposable symbol on the label despite non sterile device.

Event description:
After receipt, the customer found that that the device was labelled "sterile r", with a due date, and disposable symbol on the label despite non sterile device.

Manufacturer narrative:
Corrected data to "initial" from "5 day". Attached final report from the investigation.